Event description:
It was reported that the probes could not reach the desired temperature for lesioning. There were no adverse consequences and no medical intervention reported. The patient had received local anesthetic. The procedure was rescheduled due to the event.

Event description:
It was reported that the probes could not reach the desired temperature for lesioning. There were no adverse consequences and no medical intervention reported. The patient had received local anesthetic. The procedure was rescheduled due to the event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The device was received by the manufacturer for evaluation and the complaint could not be confirmed. Based on a review of risk documentation, potential causes for a rise-rate error are poor tissue contact or an electrode error/incompatibility.